Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Mdt rep called while meeting with pt and reported that upon interrogation today he noted that contacts 8-15 were ranging from 18000-22000 ohms with reference electrode 0. Mdt rep reports that connectivity check shows all contacts with green check marks, and that xray imaging was done and it appeared that both leads were fully inserted. Mdt rep was unsure about the rest of the wiring on the imaging, but noted that pt's leads are from 2007 and are cervical and thus more susceptible to movement/mobility. Pt could not pinpoint any activity or specific event or date that might be correlated with the new higher impedance values, just that she felt she wanted her stim to be increased last month to improve pain coverage on her right side. Mdt rep reports that this is his first encounter with this pt's increased impedances, but that pt is working with hcp today to discuss possible lead exchange. Pt stated that "about 1 month ago" someone interrogated her ins in order to reprogram her stimulation and told her that one of her leads was "out". Pt unsure of name or role of this person.

Manufacturer narrative:
Concomitant medical products: product ID: 377660; lot#: (B)(4) serial#:; implanted:; explanted:; product type: lead. Other relevant device(s) are: product ID: 377660, serial/lot#: (B)(4), ubd: 08-feb-2011, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Continuation of d10: product ID 377660, lot# v021451, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient was following up with a physician to revise the current implant so that it would be in working order.